Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Date of event is unknown. Potentially (B)(6) 2016 as patient felt pain on that day. UDI# (B)(4). Exact date of explant procedure is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter facility contact number (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device history records review was completed for part# 472.115s, lot# 9394658. Manufacturing location: (B)(4), manufacturing date: mar 11, 2015, expiry date: mar 01, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the patient accepted proximal femoral nail antirotate-ii (pfna) fixation on (B)(6) 2015. No anomalies occurred during procedure. On (B)(6) 2016 the patient felt pain and returned to the hospital. On the x-ray it was visible that the pfna nail was broken. The surgeon performed a revision surgery and changed the implants. Now the patient condition is stable. Concomitant reported part: pfna-ii blade (part# 04.027.054s, lot# 9394658, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).